Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/25/2013 with the following findings: the display screen was dim and discolored. A test screen was installed and displayed normally. Unrelated to the display issue, the keypad cover was returned torn over the up arrow button, exposing the button contact. During testing, the contrast, down arrow, and up arrow keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Additionally, the audio bolus button cover was torn. The button was found to be unresponsive and the internal contact was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.